Event description:
It was reported the patient experienced some withdrawal symptoms. The hcp had reported that he had done a rotor and dye studies, but didn't see any problems. Therefore, it was decided to replace the pump, which was done in 2009. The reservoir volume should have been 6.4 ml and the drug aspirated from the reservoir was 7.7 ml at the time of surgery. A motor stall occurred in the same day at 9:06 with a motor staff recovery at 9:15 the same day. The pump was attempted to be read with a magnet on the programmer, which did not require a magnet, so it was most likely what stalled the motor at that point. The drugs in the pump were hydromorphone, baclofen, and bupivacaine. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.